Event description:
It was reported that the ventilator started alarming. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Inspection found that the inflation line was separated from tracheal tube and could not confirm the reported complaint.